Event description:
Per independent repair center statement, the unit alarm will not function. The key failure was the power switch not alarming or giving power. Additional malfunctions are the pm kit is dirty and the zip ties leak.